Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found that the motor speed was unstable and the reciprocation arm was worn. Tech replaced the motor and reciprocation arm, calibrated the unit, tested it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was sent in for maintenance but found in need of repair for a worn reciprocation arm and a defective motor. Due diligence is complete and no additional information is available. At product evaluation investigation the device motor speed was unstable. No adverse events were reported as a result of this malfunction.